Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated approximately two weeks ago, prior to his call on (B)(6) 2017, he was in treatment and his last cycle took very long to complete. He said that when the treatment was done and he opened the door to remove the cassette a lot of fluid came out. He said he did not know if it came from the cassette or not. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported fluid leaking from the cassette door after treatment was completed two weeks prior to coming into the clinic on (B)(6) 2017 and he was removing the cassette. Per pd rn the patient did not report the fluid leak occurrence to the clinic or to technical support at the time and continued using his cycler. The pd rn stated the patient came into the clinic on (B)(6) 2017 and that is when he mentioned the fluid leak occurrence to her. The exact date of the occurrence was unknown. Per pd rn the patient¿s fluid culture was performed and concluded the patient¿s culture results remained negative was slightly elevated but his wbc count was below 2000mcl. Per pdrn no antibiotics were prescribed for the patient, and the patient did not require any medical intervention or additional treatment as a result of the reported issue. Per pd rn the sample was discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated approximately two weeks ago, prior to his call on (B)(6) 2017, he was in treatment and his last cycle took very long to complete. He said that when the treatment was done and he opened the door to remove the cassette a lot of fluid came out. He said he did not know if it came from the cassette or not. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported fluid leaking from the cassette door after treatment was completed two weeks prior to coming into the clinic on (B)(6) 2017 and he was removing the cassette. Per pd rn the patient did not report the fluid leak occurrence to the clinic or to technical support at the time and continued using his cycler. The pd rn stated the patient came into the clinic on (B)(6) 2017 and that is when he mentioned the fluid leak occurrence to her. The exact date of the occurrence was unknown. Per pd rn the patient¿s fluid culture was performed and concluded the patient¿s culture results remained negative was slightly elevated but his wbc count was below 2000 mcl. Per pdrn no antibiotics were prescribed for the patient, and the patient did not require any medical intervention or additional treatment as a result of the reported issue. Per pd rn the sample was discarded and was no longer available for evaluation. The lot number was unknown.